Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and barbed suture was used. When they opened the suture and used it, there were no barbs and the suture was cut and removed. Another suture was opened to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * can you identify the lot number of the product that was used? It was mentioned that "the suture needs to be cut and removed." * was the suture cut and removed from the patient or from the package? If other, please provide additional details. The lot number was ubbhab. Dr. L.l is the person giving me the information and complaint. They put in the suture and realize there¿s no barbs or anchor so they cut out the suture from the first pass.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.